Manufacturer narrative:
Per the instructions for use (IFU) arrhythmias are potential adverse events associated with balloon valvuloplasty the use of local and/or general anesthesia bioprosthetic heart valves and the overall transcatheter valve replacement (tvr) procedure. Atrial fibrillation is a common preexisting arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure or can be a progression of the patient's disease at some point in the post-operative period. According to the literature review, and as documented in ew clinical technical summary for complaints- atrial fibrillation, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current thv patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in-depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including preoperative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication that a product malfunction contributed to these events. Investigation results suggest patient factors (nyha class iii symptoms) may have caused or contributed to atrial fibrillation. Although the exact cause and source of the heart block cannot be determined, it is possible that it was related to the procedure itself and patient factors such as (coronary artery disease) may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the germany resound registry the patient had a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, on the same day the patient developed new atrial fibrillation which was assessed as possibly related to the edwards valve, the patient had a atrial flutter present before the procedure also. The patient underwent cardioversion, achieving restoration of sinus rhythm and the event was reported as resolved. One day post procedure the patient developed a new post procedural left bundle branch block described as stable at 136ms. The event was assessed as probably related to the edwards valve and required no intervention, this was classified as minor and remained ongoing. Also, the patient presented with painful inguinal access site hematoma, an access related procedural event, which was classified as a severity of minor and was treated with medical therapy. A varc-3 type 3 retroperitoneal bleeding was documented due to a fall and not related to the procedure or an edwards device, characterized by baseline hemoglobin 6.51 mmol/l, lowest hemoglobin 62.g/l, and necessitating 1 transfusion, duplex evaluation showed no pseudoaneurysm or active bleeding, the symptoms improved with analgesic therapy, and the event resolved. The hospitalization was prolonged due to left bundle branch block, painful inguinal hematoma, liver cirrhosis, (most likely of alcoholic origin), and thrombocytopenia. Approximately two months after valve implantation the patient died due to comorbidities related to septic shock with multiorgan failure.